Manufacturer narrative:
The pt remains ongoing with the implanted device and no further issues have been reported. No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Manufacturer narrative:
The report of power elevations was confirmed based on the manufacturer¿s analysis of the log file submitted at the time of the event; however, the cause was unable to be determined. The system controller log file submitted to the manufacturer at the time of the event revealed three flags of power elevations above 10 watts. The recorded data indicated that each of these events was associated with a pulsatility index (pi) event. No other atypical alarms were flagged and the pump speed remained above the low speed limit for the duration of the log file. Although the report of elevation in pump power was confirmed based on data recorded in the system controller log file, a device-related cause could not be determined and the pump remained in use supporting the patient. In addition, the patient was reported to be asymptomatic during the event. Pump power is a direct measurement of motor voltage and current. Changes in pump speed, flow, or physiological demand can affect pump power. The device¿s approved labeling outlines power elevations and that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event. Placeholder.

Event description:
The pt was implanted with a left ventricular assist device. The surgeon reported that the pt experienced a brief episode of power elevations, which lasted approx 30 minutes. The surgeon reported that the pt has a small left ventricle and has had echos in 5 days. After about 30 minutes, the pump parameters resolved back to pt baseline. The pt was asymptomatic during the power elevation episode and "did not look any different." The surgeon stated that the pt was dry and parameters are different when the pt is sitting up vs lying down.